Event description:
The use straightened the pig tail of the stent slowly using the straightener and attempted to advance it over wire guide. But the wire guide would not pass through and the user found the pig tail got kinked.((B)(4)) he replaced it with another size of the stent zebd-7-7 (lot#c1784534) using olympus' visiglide 0.025 inch guide wire to complete the procedure.((B)(4)). The patient did not experience any adverse effects due to this occurrence. For all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Distal bile duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. It was shipped recently for the procedure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus' visiglide 0.025inch was the wire guide lubricated prior to use? Unknown was the device at the centre of the complaint inspected for damage prior to use? Unknown was the wire guide inspected for damage prior to use? Unknown were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes if yes please indicate the procedure performed. Stent placement in biliary truct did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? Yes (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus' visiglide 0.025inch does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes was resistance encountered when advancing the wire guide to the target location? Unknown was resistance encountered when advancing the introduction system in place to the target location? N/a how did the physician deal with this resistance? N/a how did the physician determine the length of the stent to be used for the procedure? Longer than the length of stenosis where was the stricture located in the duct? Upper bile duct was the stricture dilated prior to placing the device? No was resistance encountered when advancing the stent through the obstructed area? No after placement, was stent position verified? N/a if yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a did any section of the device detach inside the endoscope or patient? No if yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes¿olympus' visiglide 0.025inch guide wire did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
G04122 - stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the zebd-7-10 device of lot number c1775859 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zebd-7-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zebd-7-10 device of lot number c1775859 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1775859. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. To ensure conformity of all batch release products, pack qc procedures as per cirl verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label as per c1775859 also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045-7) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. The complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.